Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation it was noted that the stopcock was found to be separated from the side port tubing. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation it was noted that the stopcock was found to be separated from the side port tubing. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Initial inspection of the returned faradrive sheath observed the detached stopcock from the side port connecting tube. Under microscopy, a tear was noted where the stopcock detaches from the connecting tube. The reported allegation was confirmed.